Event description:
The service report shows that while performing incoming evaluation on the unit, the factory service technician found the ventilator falling the leak test. It was determined that the cupseal was the root cause of the leak and was replaced at pm. No dorsi was verified. The unit passed final service testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.